Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure, the right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms when connected with the new implantable cardioverter defibrillator (ICD). All other measurements were with normal limits. The lead was re-inserted into the previous device and yielded normal impedance values. The out of range shock impedance measurements persisted when the rv lead was reconnected to the new device. Connection of the lead and device was verified so boston scientific technical services (ts) was contacted and discussed testing each shocking configuration. Rv coil to can was high but in range, rv coil to ra coil was high and out of range at 137 ohms and triad was also out of range at greater than 200 ohms. Ts discussed the possibility of an issue with the proximal portion of the lead and that ra to can impedance values are saturated thus the ICD would not be able to calculate a value for in triad. Since there was no visual evidence of a lead fracture the ICD was reprogrammed rv to can and performed a defibrillation threshold (dft) testing. The first dft test at 31 joules converted the patient; however, the second dft test did not convert the patient. The triad shocking lead impedance after the dft test measured at 67 ohms, to which ts explained that the rv to ra configuration was no longer saturated and triad configuration could now produce a measurement value. All configurations were rechecked and the rv to can dropped to 102 ohms while the rv to ra only decreased to 136 ohms, which is still out of range. Ts discussed possibly changing out the lead to ensure a safety margin. Since the second dft test was done in reversed polarity the physician stated that there was enough of a safety margin to program the configuration rv coil to can. The rv lead and new ICD remain in service programmed rv coil to can. No adverse patient effects were reported.